Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vitalflow console instrument, it was reported an error e70 and the screen went grey for about 60 seconds. The use of the instrument was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that the screen went blank after multiple attempts to access the alarm history. The history log showed only error e70. The screen did not go blank without user interaction. The instrument is currently awaiting a software update and will not be sent for service or repair at this time. No further action is required.